Manufacturer narrative:
(B)(4). Concomitant medical products: item# 157450, head, lot # 570590; item# us157856, m2a-magnum pf cup 56odx50id, lot# 008500; item# 14-103203, taperloc microp fmrl 9.0mm, lot# 982150. Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Lab notes identified the patient with elevated chromium levels. Revision op notes indicate failed left thr. Early metallosis was observed and no evidence of abnormal wear. One of the patients leg was shorter than other. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery approximately 7 years post implantation due to patient allegations of pain, metallosis, elevated ion levels, and difficulty ambulating. Attempts have been made, and no further information has been provided.